Event description:
It was reported that the customer's sensor would not calibrate. The customer's blood glucose level was 160 mg/dl. When she tried to calibrate, she received calibration error alerts and change sensor alert twice. Since her sensor glucose levels were low and the insulin pump went into threshold suspend, she tried to calibrate but did not go through. Her blood glucose level was 120 mg/dl and her sensor glucose was 60 mg/dl. The product will be returned. Nothing further to report.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.